Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material in the air-water cylinder could not be identified and the root cause of the issue could not be determined, as there was no observed device deformation that might contribute to the retention of foreign material and the facility reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope reprocessing survey info: device was cleaned, disinfected, and sterilized before being sent to olympus was there a delay in the start of pre-cleaning: no. Air/water nozzle was flushed with water and air: yes. Were there abnormalities in the accessories used for reprocessing: no. Did the customer pre-soak in detergent solution: na. Was wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges: yes. Did the customer flush the air/water nozzle / channel with the detergent solution: yes. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope had scratches on the lens. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there were foreign objects in the air/water cylinder which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there were no scratches but rather a crack in the light guide lens. Upon further inspection, it was observed that there were foreign objects in the air/water cylinder. This occurrence was likely remains from a previous procedure. This finding was due to insufficient cleaning or handling of the scope. It was also observed that the grip and the scope cover had a scratch. It was observed that the suction, air, and water cylinder had no color. It was also observed that the insulation resistance value at the distal end did not meet the standard value due to a scratch on the plastic distal end cover. It was observed that the illumination was poor due to breakage of the light guide bundle. It was also observed that the adhesive around the objective lens had discoloration. Lastly, it was observed that the connecting tube had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.